Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tubing detachment event on (B)(6) 2024 while sitting. The site location was right abdomen. The site of detachment was site location. The blood glucose level was high over 400 mg/dl. No further information available.